Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. UDI: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Initial hospital contact telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 03.apr.2017 expiry date: 01.mar.2027. It was reported that the patient had an infection. The finished lot l342709 is produced out of the raw material article (B)(4). The raw material was released according to the specification. Everything was found to be in specification. No abnormality for the raw material was found. Also the finished lot l342709 was found to be in specification. No scrap was generated during production. The lot l342709 was sterilized according to the work instruction on march 24th 2017. No part was found to be out of specification. Everything was produced as it should. Therefore, no abnormality in production could be found that correlates to the issue of (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair a proximal tibia fracture on (B)(6) 2017. On unknown date it was determined patient had developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed and wound was cleansed. No device breakage or other event was reported. Surgery was completed successfully. Patient outcome reported as okay. Patient is under non-weight bearing for a period of time, and then will begin rehabilitation. This report is for one (1) tomofix medial high tibia plate-right this is report 1 of 9 for (B)(4).